Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s friend or family member regarding the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s device was at eos (end of service). It was reviewed that the device was off/disabled and no longer providing therapy. The caller was advised to have the patient contact their managing healthcare provider (hcp) to schedule a replacement surgery. It was indicated that there was a dissatisfaction with the ins longevity. It was inquired when the patient¿s ins was implanted, the implant date was reviewed and they stated ¿that¿s just two years, wow¿. Patient services reviewed that the hcp would decide if the ins or the whole system would be replaced. No symptoms were reported. The event date was asked but was unknown. They then stated about a week a go or may have been before that. No further complications were reported/anticipated.